Event description:
The customer had questions about how the demand pacing mode delivered pacing while on a pt. There is no report of pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.